Event description:
It was reported that the insulin pump had an amount of active insulin, which the customer stated was unusual. The blood glucose reading was unknown. The customer stated that she noticed when she awoke that there was active insulin of 0.7 units in her reserve. Upon troubleshooting, it was found that the customer had bolused 0.7 units at 6:26 am, which she was advised referred to the active insulin amount she had reported. The customer stated, however, that she did not deliver that bolus, and that the active insulin time was shown before 6:00 am that morning. Advised the customer to monitor the issue and to call back if the issue recurred, since it appeared that the insulin pump functioned as designed. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.